Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number: (B)(4)/ model #: 1650 / expiration date: 2016-12-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015-12-31 (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4) / model #: 1650 / expiration date: 2016-03-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015-03-31 (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4)/ model #: 1650 / expiration date: 2016-03-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015-03-31 (B)(4). Heartware ventricular assist system ¿ battery serial number: (B)(4)/ model #: 1650 / expiration date: 2016-03-31, return date: (B)(6) 2018, device evaluation anticipated, but not yet begun mfg date: 2015-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with the controller and four batteries. There was greater than or equal to 25 percent batter capacity. It was noted that there was a data port defect on the controller. The controller and four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller ((B)(6)) and six batteries ((B)(6)) were returned for evaluation and analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed a bent pin in the serial port connector which affected the ability to connect the serial cable to the controller during functional testing, thus confirming the reported "data port defect" event. The serial port in the controller was replaced with a known good serial port connector and the log files were downloaded. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data logs revealed several power switching events due to momentary disconnections involving (B)(6). As a result, the reported power switching event was confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnect ions between the controller and batteries. The most likely root cause of the reported data port defect event can be attributed to a bent pin, likely due to a forced connection. Continuation of h9: z-1538-2017 additional products: battery / (B)(6), h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was also power switching with two other batteries. It was also noted that there was a pump stop due to the controller change. The two batteries were exchanged.

Manufacturer narrative:
Corrections: h10: d4 other devices involved in this event: d4: battery / (B)(4) / model #: 1650de d4: battery / (B)(4) / model #: 1650de d4: battery / (B)(4) / model #: 1650de d4: battery / (B)(4) / model #: 1650de other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) /model #: 1650de / expiration date: 2016-03-31 UDI #: (B)(4). D10: no h4: mfg date: 2015-03-31 h5: no h6: device code(s): c63030 h6: FDA conclusion code(s): 92 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) /model #: 1650de / expiration date: 2016-12-31 UDI #: (B)(4). D10: no h4: mfg date: 2015-12-31 h5: no h6: device code(s): c63030 h6: FDA conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary,(B)(4): the returned controller failed initial functional testing and visual inspection due to bent pin on serial port connector. Investigation is ongoing. Additional products: battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Battery / (B)(4). D10: yes, return date: 2018-05-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Battery / (B)(4). D10: yes, return date: 2018-05-03 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 product event summary: the battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.